Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was readmitted (B)(6) 2021 for cardiac arrhythmia, almost a year after regular checkup on (B)(6) 2020 that had cardiac catherization. The patient developed cardiogenic shock and showed deterioration in consciousness. The patient underwent cardioversion for sustained ventricular tachycardia causing right heart failure, enlargement of the right heart, collapsing left ventricle, circulation failure. Amiodarone was administered in vain, but sotalol proved to be effective, improving atrioventricular junctional rhythm to hr 30¿s. Since ventricular tachycardia was also uncontrollable, temporary pacemaker was inserted with the pacing rate at 90 bpm. Frequency of ventricular tachycardia was decreased; however, the patient underwent implantable cardioverter-defibrillator (ICD) implant on (B)(6) 2021 in order to introduce anti-arrhythmic medication and to prevent circulatory collapse caused by ventricular tachycardia. Frequency of ventricular tachycardia was decreased; however, cardiac catheterization performed on (B)(6) 2021 showed an observation of suspected right heart failure with pulmonary artery wedge pressure at 11 mmhg, average central venous pressure at 19 mmhg, right atrium pressure at 16 mmhg, and cardiac index at 2.18 l/min/m2. Since any light activity seemed to trigger ventricular tachycardia, it was considered that low cardiac output due to right hear failure led to the ventricular tachycardia. The patient seemed to be difficult to be discharged, so it was decided that the patient remained hospitalized until cardiac transplant on (B)(6) 2021. The patient remained hospitalized until she was eventually discharged on (B)(6) 2021.

Manufacturer narrative:
Section a1: patient identifying information cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. This information should have been redacted from the initial report. Manufacturer's investigation conclusion: a specific cause for the reported right heart failure and ventricular tachycardia as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. (B)(6) was returned with the driveline severed approximately 4¿ from the pump housing. A distal portion of the driveline, measuring approximately 34¿ from the controller connector, was returned. The sealed inflow conduit (inlet elbow, flex section, and inlet extension) were returned attached to the inlet port. The sealed outflow graft and outflow graft bend relief were returned attached to the outlet elbow. The outflow graft collar was returned unattached. The outlet elbow was returned attached to the outlet port. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a functional issue. The pump was cleaned, and the bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6)2017. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) and patient handbook are currently available. Section 1 of the IFU lists right heart failure and cardiac arrhythmia as adverse events that may be associated with the use of heartmate ii left ventricular assist system. Section 6 provides information regarding anticoagulation therapy and the recommended inr range. Section 6, under "right heart failure", discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 26sep2022 the review of files of this event type was completed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was readmitted due to arrhythmia on (B)(6) 2021 and discharged on (B)(6) 2021.

Manufacturer narrative:
Patient weight was estimated from most recent figure provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was readmitted due to cardiac arrhythmia. Medical therapy was administered.